Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported the patient's right hip was revised due to head dissociation reported as gross trunnion failure. Because of the amount of metal debris, liner wear, and implant staining, the patient's entire hip had to be revised. Rep provided explant pictures and x-rays, and confirmed that no further information will be released.